Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the equipment does not turn on. Review of the log files shows could not access x-ray generator (unbuffered) via xraygeneration service. Upon troubleshooting fse found malfunction in the generator, due to which the application was not booting correctly. Fse carried out diagnostic tests and suspected the failure in the kv-ma control unit and cube cvfd-5 assy. To resolve the issue, fse replaced the cube cvfd-5 assy. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not turn on. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.